Event description:
It was reported that the device overheated during a routine preventive maintenance inspection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation codes: updated investigation summary: the affected device was received for investigation. Replaced quick connect, front cover, and reflux plug. Performed pm and calibrated. Performed a visual inspection. Filled reservoir with water, attached temp check e5579 due date (B)(6) 2024, plugged in line cord and turned-on power. Performed functional tests. The customer's complaint was confirmed, and the root cause was the faulty pump. No action was taken, the device is not needed in the loaner pool, and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.